Event description:
Integra representative reported for the user facility that the internal kalix driver used for final placement of the kalix implant snapped at the tip of the instrument. The surgeon was able to retrieve the broken tip and the implant remained in the pt due to successful insertion. However, it was reported that the implanted kalix implant backed out of the foot, requiring a new device to be placed.